Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/03/2025, an arthrex subsidiary employee reported via email that an ar-1588rt-j acl tightrope rt experienced an issue when the surgeon tried to shrink the loop; it did not shrink. The procedure was completed using a replacement ar-1588rt-j acl tightrope rt. There was no detailed information on the type of surgery. There was no significant delay, no additional anesthesia was administered, and no adverse effects were reported. No photos were taken of the event. The event occurred during a procedure on (B)(6) 2025, with no patient harm reported.

Manufacturer narrative:
Additional information: g3, h3, h6 -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu for this device, dfu-0147-eo - g. Precautions - 1. Excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.